Event description:
Physician deployed an enroute 10x40 stent. Noticed dissection at distal end of stent. An enoute 7x30 stent was deployed to cover the dissection. Angio was performed in two views. Physician was content with results. Patient was done under general. Patient woke up neurologically intact. Routine dus will be done prior to discharge and at 30 day follow-up.